Event description:
(B)(4). This complaint was rec'd by (B)(4) on (B)(4) 2011 from (B)(6) for product reinforced tube size 8.5mm. Customer complaining: "when cuff inflated, inside of tube is blocked".

Manufacturer narrative:
(B)(4). Based on available info, our med determination is that this is a serious malfunction. A recurrence during use could compromise pt's ventilation which could be life threatening. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.